Event description:
It was reported that the capacitor for an irc5po2 concentrator had a short circuit. Per independent repair center statement, the unit would not start. The key failure was the capacitor having a short circuit.